Event description:
Pt has been on the pump for 1 month. Pt's family member states that pt had come home from a sleepover. Pt vomited for 2 hours and had large ketones. Pt's family member states they changed out the site twice and gave corrections, however blood sugar never responded. Pt's family member requested the device be evaluated; as of 33 days later the device has not been received by the MFR for eval.